Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the flow control valve malfunctioned and stopped working properly. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.